Event description:
When the instrument was fired over the last portion of the gastric pouch, it did not place properly formed staples on the tissue. Therefore, the surgeon decided to convert the procedure to an open surgery to address the excessive bleeding by oversewing the gastrotomy. In addition, a transfusion of 4 units and a spleenectomy was performed as a result of the blood loss. However, the pt still has a small gastric leak at this time and is being fed by a naso-jejunal feeding tube. Procedure: lp gastric bypass. Pt status: stable.